Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effect of a coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, the therapy appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous, and moderately calcified lesion in the mid right coronary artery. A 2.75x38mm xience prime stent was deployed; however, a distal edge dissection was noted. A 2.5x28mm xience xpedition stent was successfully used to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.